Event description:
It was reported that during pre-test, leakage of fluid from the patient-side male luer-lock swivel connector was detected. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
One unit was returned for investigation. Visual inspection showed a suspected white stain in the connection which is caused by a solvent absence which could cause the reported issue. Root cause was traced to manufacturing.